Manufacturer narrative:
Corrected to reflect the correct updated information. Internal complaint number: (B)(4). Autonumber : # (B)(4). A lot history record review was completed for lots 25141937, 25141571, and 25141532; the last 3 lots shipped to the account prior to the event date. There was no ncmr's recorded in the lot history.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 would not cut/work. There was no power to the jaws. It was unknown if the device was beeping. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 would not cut/work. There was no power to the jaws. It was unknown if the device was beeping. A replacement device was used to complete the procedure. The hospital did not report any patient effects.